Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent mesh revision due to pelvic pain and dyspareunia on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent enterocele and rectocele repair, perineorrhaphy cystotomy due to symptomatic uterine prolapsed.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent right superficial parotidectomy with facial nerve dissection on (B)(6) 2014.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent enterocele repair, rectocele repair and perineorrhaphy due to symptomatic uterine prolapse. It was reported that following insertion the patient experienced pain, erosion and dyspareunia. It was reported that patient underwent mesh revision/removal on (B)(6) 2011. No additional information was provided

Event description:
It was reported that the patient underwent a gynecological procedure on(B)(6) 2009 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent concurrent cystostomy procedure.

Manufacturer narrative:
A device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. The manufacturer date and expiration date have been obtained. File has been updated accordingly.